Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/22/2016 with the following findings: during investigation, there was corrosion in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no further evidence of internal moisture. The battery compartment was found to be cracked at the threads to the left of the bumper.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was noted that the battery compartment was damaged. It was also noted that there was moisture within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.